Event description:
It was reported that the heartmate 3 patient, indicated for destination therapy, had left ventricular assist device complications including right ventricle failure (rv). On (B)(6) 2025, emergency medical services (ems) responded to a 911 call and the patient was found unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. The left ventricular assist device (lvad) was confirmed to be on with the green pump running symbol on. Advanced cardiovascular life support (acls) was provided. There were multiple calls back and forth with ems for device management. The patient was back in cardiac arrest when the patient arrived at the hospital. Log files were sent for review. There were emergency backup battery faults starting (B)(6) 2025 at 23:45 and continued until the driveline was disconnected on (B)(6) 2025 at 00:07. It appeared the ebb failed the load test which resulted in the faults. The system controller was exchanged on (B)(6) 2025 in the setting of the ebb fault alarm. Log files were sent from the other controller captured low voltage hazard and no external power events on (B)(6) 2025 at 14:06 and 14:08 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the ebb in the controller until the power was restored to the mpu. Both power leads were also disconnected when switching from battery power to mpu on (B)(6) 2025 at 14:09 causing no external power events. There was also a period of low flow events from 14:08 through 14:55 which captured a range of low flow events from 0.6 liters per minute (lpm) to 3.1 lpm along with variable pulsatility index events. The driveline was disconnected on (B)(6) 2025 at 14:55. Per the site, there was a plan for device removal. Per the site, the equipment was placed in the lvad storage room.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2025 due to the driveline being disconnected on (B)(6) 2025 at 14:55. The outcome was not considered device or therapy related. An autopsy was not performed, and the device would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnect alarm, and a no external power alarm, were both confirmed via the provided log file. The log file captured a no external power alarm on (B)(6) 2025; this alarm appeared to have been caused by both power cables becoming disconnected from external power, and the alarm resolved when power was restored to the system. The log file also captured the patient¿s driveline being disconnected on (B)(6) 2025 at 14:55:44, and the controller was fully shut down a few minutes later. Although the driveline¿s disconnection appeared consistent with the controller being exchanged, the cause of the disconnection was unable to be conclusively determined based on available information for this event. The returned system controller (serial number (B)(6) was functionally tested and performed as intended throughout all testing. Questions regarding the event were asked multiple times and no responses were received. The root cause of the observed driveline disconnect alarm was unable to be conclusively determined through this analysis. The root cause of the observed no external power alarm appeared to have been user error in disconnecting both power cables from external power. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect and no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.